Event description:
Device malfunction: none. Symptoms/ae: instent dissection. Time of ae: during procedure. It was reported that approximately 7 months post left carotid artery stent implantation of an rx acculink stent, the patient developed critical, in-stent restenosis, noted on carotid duplex ultrasound. The patient was hospitalized for treatment and in 2007, underwent in-stent pre-dilatation using 2 viatrac balloons. An intra-stent dissection occurred post balloon inflation and an xact stent was placed in the rx acculink stent to treat both the dissection and the restenosis. There was no residual stenosis. Patient experienced a vagal hypotensive episode that was treated with neosynephrine and atropine and resolved within 48 hours. The patient was discharged to home 2 days post-procedure. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the devices were discarded. The lot numbers were not identified; therefore, a device history review for these lots could not be performed. The second rx viatrac plus peripheral dilatation catheter, indicated in is being filed under the same manufacturer report number. The rx acculink part indicated in is filed under a separate medwatch report.